Event description:
It is reported that the drive support cap is sticking out. Customer's blood glucose reading is 185 mg/dl. Advised customer not to manipulate or push on the drive support cap while connected to insulin pump. Advised customer the insulin pump must be replaced. Nothing further reported.

Manufacturer narrative:
The insulin pump received with protruded/loose drive support disk.